Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Event description:
Medtronic received information that nine months following the implant of this transcatheter bioprosthetic pulmonary valve, conduit stenosis required a balloon dilation resulting in stent fracture of a proximal tine. Twenty five months following the implant, worsened right ventricular outflow tract (rvot) obstruction required a balloon angioplasty and placement of two stents. The stents were given time to endothelialize and a second transcatheter bioprosthetic pulmonary valve was implanted valve-in-valve with one stent in the rvot, thirty one months post initial implant. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.